Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported individual received a false positive result on (B)(6) 2021 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Individual tested negative on the same day using the same sample when tested with the biofire respiratory panel analyzer. No further information provided regarding this false positive event.